Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Several teams in the surgery room reported that staples do not close properly.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35r 6/box lot # 73a2200765 was manufactured on 01/25/2022 a total of (B)(4) pieces. Lot was released on 02/08/2022. DHR investigation did not show issues related to complaint. The customer returned one unopened representative sample of 528135 visistat 35r 6/box for investigation. The actual sample was not r eturned. The representative sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed by attempting to fire staples from the returned stapler. The trigger was engaged. Upon full engagement of the trigger, the first staple was released. This was repeated three times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The stapler was returned with 41 staples in the cartridge. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in" and "stapler releases staples freely without manual adjustment to disengage staples." A corrective action is not required at this time, as the actual sample was not returned and there were no functional issues found with the representative sample. The reported complaint of "misfire/jam-staples not firing" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no functional issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Several teams in the surgery room reported that staples do not close properly.